Manufacturer narrative:
The ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to navi-star¿ thermo-cool¿ electrophysiology catheter approved under PMA # p030031. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi concomitant products used: product name: lasso catheter, us catalog #: unknown, lot #: unknown; product name: carto, us catalog #: unknown, serial #: unknown. Non-bwi products used: therapy coolpath; st. Jude medical, inquiry optima or reflexion spiral; st. Jude medical, ensite velocity navx; st. Jude medical inc. (B)(4).

Event description:
This complaint is from the literature source. From the report 1 patient had gastroparesis. The patient was treated conservatively without long-term sequelae. Article title: ¿tailored atrial substrate modification based on low-voltage areas in catheter ablation of atrial fibrillation¿. The aim of this study was to assess the incidence of low-voltage areas (lvas) in patients undergoing atrial fibrillation catheter ablation, the distribution of lvas within the la, and the effect of an individualized ablation strategy on long-term rhythm outcomes. The study was conducted between september 2010 and december 2011. From the report other procedure-related minor complications were observed: 3 patients had groin pseudoaneurysm. All patients were conservatively treated without long-term sequelae 1 patient had transient ischemic attack. The patient was treated conservatively without long-term sequelae. 1 had fluid overload with consecutive pulmonary edema. The patient was treated conservatively without long-term sequelae. There are no death events or device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the navistar thermocool. Other bwi products were involved during this trial: lasso, carto, therapy coolpath; st. Jude medical, inquiry optima or reflexion spiral; st. Jude medical, ensite velocity navx; st. Jude medical inc.